Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high pacing impedance measurement greater than 2,000 ohms. It was reported that the rv pacing lead impedance measurements had been trending up. Subsequently, the lead was surgically abandoned and replaced. The device was replaced due to normal battery depletion (nbd). The lead was not tested with a pacing system analyzer (psa). No additional adverse patient effects were reported.